Manufacturer narrative:
(B)(4). Date sent: 08/23/2010. Closure trigger top. Evaluation summary: the analysis found that one ec60a device was returned in good visual condition and with a fully fired ecr60g cartridge reload present. The device was tested for functionality in the straight and articulated positions with test cartridge reloads and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. However, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to pulling the closure trigger open in attempt to open the device. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any add'l actuation of the firing trigger can cause it to catch on the now broken or bent closure trigger top component. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa.

Event description:
It was reported that the stapler was stuck on lung tissue. The packaging insert was read to the customer and the product was removed from the tissue.